Event description:
"Per the respiratory manager -- at the (B)(6) medical center the t1 hamilton ventilator was involved in an incident that resulted in the death of a patient. Around 8:00 am on (B)(6) 2022 the staff was notified to move the patient from the ICU to the cath lab for a procedure. The patient was on a hamilton g5 ventilator in the ICU then the staff wanted to transfer the patient from the g5 to the t1 ventilator to transport the patient to the cath lab. During that time of transferring the patient to the t1 ventilator is when the staff noticed that the patient vitals were going down. The staff removed the patient from the t1 ventilator then gave the patient bags of breath attempting revive the patient back to life."

Manufacturer narrative:
Hamilton medical ag decided not to report the case. The vitals were going down during the transfer of the patient to the t1, not while the patient was on the t1. Furthermore, the log files do not show any signs of the hamilton-t1 not working properly. The log files showed: * no technical errors during the event. * no ventilation stop during the event * disconnection on patient side alarms present. * ventilations did not last longer than 2 min. Additionally, all questions directed to the customers several times remained unanswered.

Event description:
"Per the respiratory manager -- at the (B)(6) medical center the t1 hamilton ventilator was involved in an incident that resulted in the death of a patient. Around 8:00 am on (B)(6) 2022 the staff was notified to move the patient from the ICU to the cath lab for a procedure. The patient was on a hamilton g5 ventilator in the ICU then the staff wanted to transfer the patient from the g5 to the t1 ventilator to transport the patient to the cath lab. During that time of transferring the patient to the t1 ventilator is when the staff noticed that the patient vitals were going down. The staff removed the patient from the t1 ventilator then gave the patient bags of breath attempting revive the patient back to life."

Event description:
"Per the respiratory manager at the (B)(6) center, the t1 hamilton ventilator was involved in an incident that resulted in the death of a patient. Around 8:00 am on (B)(6) 2022. The staff was notified to move the patient from the ICU to the cath lab for a procedure. The patient was on a hamilton g5 ventilator in the ICU then the staff wanted to transfer the patient from the g5 to the t1 ventilator to transport the patient to the cath lab. During that time of transferring the patient to the t1 ventilator is when the staff noticed that the patient vitals were going down. The staff removed the patient from the t1 ventilator then gave the patient bags of breath attempting revive the patient back to life."

Manufacturer narrative:
Hamilton medical ag decided not to report the case. The vitals were going down during the transfer of the patient to the t1, not while the patient was on the t1. Furthermore, the log files do not show any signs of the hamilton-t1 not working properly. The log files showed: no technical errors during the event. No ventilation stop during the event. Disconnection on patient side alarms present. Ventilations did not last longer than 2 min. Additionally, all questions directed to the customers several times remained unanswered. Updated 09aug2022 to include UDI of the device.